Event description:
The magnet rate was reported to be abnormally low (82min-1) eight months after implantation. Preliminary analysis confirmed the reported behavior. Following sorin's recommendations, the ICD was replaced and will be returned to sorin crm for expertise.

Event description:
The magnet rate was reported to be abnormally low (82min-1) eight months after implantation. Preliminary analysis confirmed the reported behavior. Following sorin's recommendations, the ICD was replaced and will be returned to sorin crm for expertise.

Manufacturer narrative:
(B)(4).